Manufacturer narrative:
Other relevant device(s) are: product ID: bi30000341, serial/lot #: (B)(4) : s/n n/a. A medtronic representative went to the site to test and service the equipment. Testing found that the pendant dongle had a broken screw, causing the system to remain in e-stop at power on. The pendant dongle was replaced, thus resolving the failure. The system then passed the system checkout and was found to be fully functional. The dongle was returned to medtronic for further evaluation, and the reported complaint was confirmed. Visual inspection showed one of the mounting screws was broken. It was determined that there was a physical damage failure with the dongle. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device. It was reported that the dongle was broken. There was no patient involved.